Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an error message that said call clinician. The patient saw a power on reset (por) message after the implantable neurostimulator (ins) had been off and therapy had stopped for about a week. The patient was able to successfully clear the por and resume therapy. The ins was indicated for spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.